Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual evaluation of the returned device found that the working length was twisted. Moreover, the cutting wire blackened and the distal pierce hole was torn. The cutting wire length was measured and was within specification. The functional evaluation found that the orientation of the initial tip of the was found out of specification. After rotating the handle to untwist the tip, the distal tip was inspected and the orientation was found within specification. Additionally, the unit was able to bow and release the bow within specification. Based on the investigation results, it is most likely that the manipulation of the device during the procedure contributed to this event. The most probable root cause is operational context, since anatomical and/or procedural factors encountered during procedure could have affected the device performance. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during procedure, it was noticed that the cutting wire of the dreamtome¿ would not release the bow. Moreover, the dreamtome¿ orientation was incorrect when it came out of the scope. Reportedly, there was no visible damage on the device. The procedure was completed with a second dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.